Event description:
The customer reported the system would not power up. Two cases were cancelled. The customer declined to complete questionnaires as the system had been repaired and there were no pt injuries.

Manufacturer narrative:
The customer service rep examined the system and was able to duplicate the reported problem. The customer service rep replaced the host module and it was sent in house for evaluation. The system was checked, and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.